Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a shocking sensation in his neck by the lead/extension site. The shocking was most apparent during movement of the neck or repositioning while in bed at night. The impedance measurements were okay. The patient was going to try to see a doctor closer to home. Additional information has been requested.